Manufacturer narrative:
The device, used in treatment was returned for evaluation. A visual inspection was conducted and confirmed the coating on the locking handle is wore off of the returned gii univ ps femoral impactor is wore off. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the plastic coating on locking handle is wore off. The procedure finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.